Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), endometriosis ("endometriosis"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headache") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes,") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, hypersensitivity, endometriosis, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for-menorrhagia, anemia, gen. Abnormal. Bleed, hypersensitivity, endometriosis, psych injury, migration, bladder probs. ,uti and vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- event injury to herself updated and new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, gen. Abnormal. Bleed, hypersensitivity, endometriosis, psychological injuries, device migration, bladder problem, urinary tract infection, vaginal infection, fatigue, gi conditions, dental problems, hormonal changes, headaches, vision problems, were added. Patient demography added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.